Manufacturer narrative:
Corrected data: medwatch (B)(4).

Event description:
It was reported on medwatch (B)(4): patient ventilator dependent toddler in for tracheostomy today. Surgeons selected three bivona tracheostomy tubes for possible use during surgery. Surgeon tested lot #3991134 and the cuff failed to inflate.

Manufacturer narrative:
Other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was not received for evaluation. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product sample was received; therefore, root cause could not be determined. No corrective actions were taken because complaint could not be duplicated due to product sample not being returned. Additional information provided in d4, g4, g5, g7, h2.